Event description:
Related manufacturer reference number: 2017865-2022-06400. Related manufacturer reference number: 2017865-2022-06398. It was reported that the patient presented in clinic experiencing sepsis and infection. The right atrial (ra) lead and right ventricular (rv) lead were explanted. The pacemaker remained implanted as a temporary pacer as patient clears infection. The patient was stable.